Manufacturer narrative:
Concomitant medical products: w4tr03 crtp, implanted: (B)(6) 2017, 4298-78 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. During the removal of the left ventricular lead, the patient experienced a perforation and blood pressure dropped. No further patient complications have been reported as a result of this event.